Event description:
See MDR 1036844-2014-00193 for the first kit used. It was reported the crna opened a second kit from the same lot and again experienced difficulty with the dilator fraying while inserting into the pt in the operating room. As a result, he opened a third kit and was able to successfully place the psi for the pt. There was no delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4).